Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date in 2007; inratio >7.5; lab 14.4; mean- unable to be determined; confidence limits- unable to be determined. Date three days later; inratio 3.6; lab 14.4; mean 9.0; confidence limits- unable to be determined; unk date; inratio 4.2; lab 4.7; mean 4.5; confidence limits 2.5-6.5. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. The first data set, the mean and confidence limits cannot be determined because the inratio value is greater than 7.5. Per tr # 0150, this set of readings is considered accurate based on "area outside the acceptance region" table. Per tr # 0150, the second set of readings is considered inaccurate based on "area outside the acceptance region" table. For the last set of data, both inratio and lab values are within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Due fo the fact that vitamin k was administered, this is considered medical intervention and this is considered an adverse event. No strip lot was given. Product will be tested when returned.

Event description:
Caller alleged inaccuracy with inratio. Results as follows. Date: in 2007; inratio >7.5; lab 14.4. Date: three days later; inratio 3.6; lab 14.4. Unknown date; inratio 4.2; lab 4.7.